Event description:
It was reported that (1) cdh33 device was used during a low anterior resection procedure. The anastomosis was created using a double staple technique with the cdh33. The cdh33 fit easily into the bowel with not stretching or tension. The tissue doughnuts were complete when examined by the surgeon and a pathologist. The procedure seemed to be completed without incident. Two days post-op the pt was bleeding rectally. The pt was removed from heparin and the bleeding stopped. The bleeding resumed 4 days post-op. Seven days post-op the surgeon scoped the pt and found an arterial bleeder at the anastomosis. The pt was given 6 units of blood. It is unknown how the case was completed. 10/21/1999 rep responded. The case was close in a normal manner.